Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving hydromorphone at un known dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that "at some point" the patient had a pocket fill. The patient saw what looked like an egg shape on their skin at the pump pocket site. The healthcare provider (hcp) had told the patient it was due to the pump. The patient ended up going to the hospital due to the pocket fill, received narcan, and everything went back to normal. There had been no further pocket fills from there, however the patient just feels like something is "wrong" with the pump. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.